Event description:
It was reported that one of the extension legs on the PICC has split. It was noticed that the PICC was leaking blood. The pt developed a blood stream infection, and was treated for sepsis. His line culture was positive.

Manufacturer narrative:
The complaint of a leaking PICC was confirmed, and the cause appears to be use related. The product returned for eval was a 5fr dual-lumen powerpicc solo catheter. The overall length of the catheter was 55.9cm, measured distal to the bifurcation, and contained depth markings up to 54cm. The test on the bifurcation had a worn appearance as well as the text of the 0cm-3cm and 7cm-8cm. A semi-circumferential split was seen in the catheter 0.2cm distal to the bifurcation. The catheter appeared to be indented at the split region. Adhesive residue was seen below the split site and appeared to extend distally to where the 1cm depth marking should have been. The sample was patent to infusion using water from a 12cc syringe, with water leaking through the split site when both lumens were flushed. Microscopic examination of the split site revealed slight discoloration of the catheter material at this region. The cross-sectional area of the split she was granular with rounded, uneven fracture edges. Cracks and discoloration was also seen on the inner web wall at this region. The observed damage is indicative of flexural fatigue damage. It appears the catheter was cyclically kinked to the point of failure. A lot history review (lhr) of rewj1723 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (rewj1723) have been reported from one (B)(4) facility.